Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who had a mentor smooth round moderate profile 350cc saline prosthesis placed experienced left sided baker grade IV capsular contracture post procedure. The capsular contracture was diagnosed by a visual examination. As a result, and explant was performed on (B)(6) 2020.